Event description:
It was reported that the infusion catheter was leaking blood and fluid from the drug port. An unknown ekos catheter was selected for use in the thrombolysis procedure to treat a clotted bypass graft in the right lower extremity. During therapy in the vascular surgery ICU, the catheter began to leak blood and fluid from the drug port connection to the stopcock. The stopcock was reported to be loose in its connection, and the healthcare provider had placed a dressing in an attempt to stop the leaking. A small crack was observed within the drug port connection. The patient was brought back to the cardiac catheterization laboratory and the ekos catheter was removed from the patient. The device was replaced with a non-bsc device. There were no further reported adverse consequences to the patient. The ekos catheter was discarded.